Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low and high blood glucose. Blood glucose level at the time of the incident as low blood glucose was 48 mg/dl and as high 300 mg/dl. Customer went to her doctor to turned on auto mode. Customer stated the insulin pump was not suspending. Auto mode feature was active at the time of low and high blood glucose event. The insulin pump will not be returned for analysis. Frn-rsvr-mmt-332a , unomed inf set , sensor-mmt-7020la.